Manufacturer narrative:
This complaint met MDR reporting criteria on 8/8/2017 when it was reported that the device was unable to remove thrombus. Name of customer could not be provided. Concomitant medical products: a guiding catheter (9fr optimo), a microcatheter (2.8f marksman (inserted at 9:24 pm) were also used for this procedure. (B)(6). Conclusion: the product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented o issues during the manufacturing or inspection process that can be related to the reported complaint. Continued total occlusion, hemorrhage and stroke are a known potential complication associated with the use of the revive se. The root cause of the inability for the device to remove clot could not be conclusively determined; however, procedural/patient factors may have contributed to the event. As per the IFU: ¿contraindications for this device include extreme vessel tortuosity or other conditions preventing the access of the device¿. The IFU also warns that ¿if the revive se device is unable to reach or cross the occlusion, the procedure should be terminated.¿ hemorrhage and stroke are known potential complications associated with the revive se. The root cause of the event could not be determined; however, patient and pharmacologic factors may have contributed to the event. The patient had presented with neurological symptoms and received thrombolytic treatment during the procedure which could increase the likelihood of developing hemorrhagic transformation. There are no current safety signals identified related to the reported events based on reviews of complaint histories for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. The revive se is not distributed in the u.s.; however, is similar to the revive pv that is distributed in the u.s. This is an initial/final MDR report.

Event description:
As reported by the (B)(6) study (patient (B)(6)), a revive se was not effective at removing clot, and the patient suffered asymptomatic hemorrhage approximately three days post-thrombectomy procedure. Patient underwent thrombectomy procedure on (B)(6) 2017 due to development of cerebral infarction with left middle cerebral artery (m2) occlusion. Prior to procedure, aspects-dwi was 7 points, nihss was 18 points and tici was unknown. There was almost no vessel tortuosity at the occluded site and there was no stenosis at the proximal portion of the occlusion. The vessel diameter and length at the occluded site was unknown. The t-pa was administered as 0.6 mg / kg, but it was not recanalized and the revive se (catalog frs21452299/lot unk) was used for this procedure. The revive se was deployed once at the occluded site and tici 0 was obtained. Subsequently, another thrombectomy device (5.4fr penumbra) was deployed once and tici: 2b (9:43 pm) was obtained and the procedure was completed. On (B)(6) 2017, nihss was 20 points. On (B)(6) 2017, the patient experienced asymptomatic intracranial hemorrhage (hi 2) in the occluded site. Aspects-dwi was 4 points. On (B)(6) 2017, nihss was 10 points. On (B)(6) 2017, mrs was 4.